Event description:
The surgery was performed on (B)(6) 2020. On (B)(6) 2020, the patient was in the hospital room laying down in the bed. With the help of the nurse, the patient tried to sit down very gently in the bed. At that moment, the patient felt a strong pain on the side of the operated hip. The surgeon decided to examine his patient using an image intensifier and observed that the prosthesis was dislocated. The femoral head was outside the vario-cup. [Customer].

Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture.

Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture.

Event description:
The surgery was performed on (B)(6) 2020. On (B)(6) 2020, the patient was in the hospital room laying down in the bed. With the help of the nurse, the patient tried to sit down very gently in the bed. At that moment, the patient felt a strong pain on the side of the operated hip. The surgeon decided to examine his patient using an image intensifier and observed that the prosthesis was dislocated. The femoral head was outside the vario-cup. [Customer].